Event description:
It was reported that during the battery exchange of the external pulse generator (epg), the epg stopped immediately. It was also reported that cardiac arrest occurred during the battery exchange, however, the patient did not have any severe health hazard. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the battery exchange of the external pulse generator (epg), the epg stopped immediately. It was also reported that cardiac arrest occurred during the battery exchange, however, the patient did not have any severe health hazard. No further patient complications were reported as a result of this event.